Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found it was not possible to power sedacal generator. There was incorrect power to isab. The power controller failed. The system was removed from service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the x-ray on the imaging system was not booting. There was no patient present when this issue was observed.